Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a needle issue caused by the adhesive patch, and cannula housing detaching from the spring prior to insertion event on (B)(6) 2026. During the event, the patient experienced high blood glucose levels, and was treated with a correction injection via multiple daily injections (mdi). The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.